Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this brady lead was dislodged. This lead was explanted, and new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the dislodgement was confirmed through xray and fluoroscopy.

Event description:
It was reported that this brady lead was dislodged. This lead was explanted, and new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the dislodgement was confirmed through xray and fluoroscopy.

Event description:
It was reported that this brady lead was dislodged. This lead was explanted, and new lead was placed. No additional adverse patient effects were reported.